Event description:
A report was received from the USA stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event was not provided.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshoot this issue with the user facility over the phone. The user facility reported the breath delivery unit (bdu) and printed circuit board (pcb) will be installed into the device as advised. Covidien was not authorized to service the device. Covidien reference: (B)(4).